Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used for a outside of procedure. It was reported that the system failed local requirements for patient's skin dose rate. It was required to adjust the apparatus settings so that the maximum equivalent dose rate at the reference point located at 400 mm from focal spot was less than 50, 100 and 150 mgy/min for manual, abc, and boost modes of operation, respectively. Originally, it was measured to be as high as 573 msv/min in the boost mode.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported the issue could not be duplicated and there were no problems found. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is provided. If information is provided in the future, a supplemental report will be issued.